Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter alleged that there was evidence of moisture behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/08/2014 with the following findings: the power complaint could not be duplicated. A review of the pump¿s black box revealed unexplained pump reboots. The pump was returned with visible evidence of moisture behind the display screen. There was no visible damage to the battery compartment. There was no evidence of moisture in the battery compartment or on the interior of the battery cap. The pump was able to power on. The pump was opened and corrosion was observed on internal components of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.